Manufacturer narrative:
Two screws with unk catalog and lot numbers were removed from the patient. Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the nail and one of the screws part and lot number combinations. The part and lot numbers for the other two screws were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection.